Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician reported right side rupture. The device has been explanted.

Event description:
Physician reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, missing shell and patch (25-50%), brown particles on the shell, and crease flat. A microscopic analysis was performed which identified: sharp broken on posterior and a striated opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: - sharp broken on posterior assessed as unidentified (tear) opening. - a striated opening on anterior assessed as surgical damage. - missing shell assessed as inconclusive.